Event description:
The hosp reported that during the saphenous vein harvesting procedure, the scissors shaft snapped on the harvesting cannulas. A replacement unit was used to complete the procedure. The hosp did not report any pt complications. In failure analysis determine the toggle was loose and could not open or close the scissors. This is a reportable malfunction.